Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument jaws were not closing completely and the surgeon was unable to take the hem-o-lok clip. The procedure was completed with no reported injury by using a backup instrument. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25th march, 2022. The medium-large clip applier instrument clip was loaded but the surgeon was unable to close it properly. This occurred with the 1st clip that the surgeon tried to deploy. The instrument had no visibly loose or slack cables. The patient demographic information was requested but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm medium-large clip applier instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the medium-large clip applier instrument (470230-12/n10180704-0084) associated with this event cannot be performed via system logs as the on site connectivity was not available at the time of the event. This complaint is being classified as a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier might have incurred a failure mode that is known to impact clip application effectiveness with no evidence or claim of mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests. The medium-large clip applier instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. Additional steps/test attempts to further support could not reproduce finding: the instrument was tested multiple times and passed with no issues. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.